Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunum for drainage during a jejunogastrostomy with stent placement procedure performed on (B)(6) 2024. During the procedure, the deployment of the axios stent first flange was not carried out correctly. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in the jejunum for a jejunogastrostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunum for drainage during a jejunogastrostomy with stent placement procedure performed on (B)(6) 2024. During the procedure, the deployment of the axios stent first flange was not carried out correctly. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in the jejunum for a jejunogastrostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios electrocautery enhanced delivery system was received for analysis. However, the axios stent was not returned, and a technical analysis could not be performed. No problems were noted with the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the device was returned without the stent. However, this reported event is known and documented in the device labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was attempted to be implanted in the jejunum for a jejunogastrostomy procedure. However, the IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement in the jejunum.